Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
Clinical information: ccrd_1059 - vista nova study, patient site ID: (B)(4) it was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During proceudre, the activated clotting levels were 234s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. A post-implant balloon valvuloplasty was done with a 22mm non-abbott balloon due to mild perivalvular leak (pvl). The patient's international normalized ratio (inr) was 1.0. The final implant depth at non-coronary cusp (ncc) was 3mm and at left coronary cusp (lcc) was 3.77mm. After the implant, while removing the delivery system a right femoral artery (rfa) bleeding was noted. A peripheral transluminal angioplasty (pta) procedure was attempted twice using an 8mm balloon but no success. A coronary percutaneous intervention (cpi) was performed and 8mm non-abbott stent was placed. The cause of bleeding was complication suture closure during implantation did not succeed immediately. The patient was reported discharged to rehabilitation center.

Manufacturer narrative:
An event of hemorrhage/blood loss/bleed was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the during procedure, after the implant, while removing the delivery system a right femoral artery (rfa) bleeding was noted. There were no reported performance issues with the flexnav and no malfunction was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no allegation of malfunction against the abbott devices or procedure. The reported unexpected medical intervention was a result of case-specific circumstances as stent was placed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (b)(6.) It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During proceudre, the activated clotting levels were 234s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. A post-implant balloon valvuloplasty was done with a 22mm non-abbott balloon due to mild perivalvular leak (pvl). The patient's international normalized ratio (inr) was 1.0. The final implant depth at non-coronary cusp (ncc) was 3mm and at left coronary cusp (lcc) was 3.77mm. After the implant, while removing the delivery system a right femoral artery (rfa) bleeding was noted. A peripheral transluminal angioplasty (pta) procedure was attempted twice using an 8mm balloon but no success. A coronary percutaneous intervention (cpi) was performed and 8mm non-abbott stent was placed. The cause of bleeding was complication suture closure during implantation did not succeed immediately. The patient was reported discharged to rehabilitation center.